Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache, escalation of blood sugar level, lack of energy, lung problem. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to have headache, escalation of blood sugar level, lack of energy, lung problem related to a CPAP device's sound abatement foam. The reported event of diagnosed with patient to headache, escalation of blood sugar level, lack of energy, lung problem. Was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case.the patient was hospitalized due to covid for 3 days and developed complications of the lungs. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and found unknown white deposits in filter inlet ,unknown debris consistent with dust in inside of bottom of device,unknown brown residue found on inside of back panel ,unknown white debris consistent with dust found on the top of the blower. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they could not confirm the presence of degraded sound abatement foam,and there is no visible damage or functionality failures of the device which suggests that the source of contamination was external to the device.